Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds and was found to be dislodged. The lead was explanted and replaced successfully. The patient was in stable condition.